Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh and pelvilace were implanted concurrently with anterior/posterior repair and hysterectomy due to incontinence. It was reported that the patient underwent excision of mesh and repair of cystocele on (B)(6) /2008 due to cystocele and mesh erosion. The patient underwent a surgical procedure on (B)(6) 2011 and pelvilace was implanted. The patient underwent a surgical procedure on (B)(6) 2012 and pelvilace was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a sling and pelvilace were implanted. The patient underwent a surgical procedure on (B)(6) 2011 and pelvilace was implanted. The patient underwent a surgical procedure on (B)(6) 2012 and pelvilace was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Resubmission with the correct file number.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.